Event description:
Stated problem: flexiseal inserted for approx 3 weeks in (B)(6); now has deep tissue injury with 50 percent purple; nonblanchable skin and 50 percent yellow slough. Wound is 2.5 x 2.5 cm and is at beginning of rectum at 6 o'clock. From a clinical perspective, this is a serious ae based on the report of a "deep" tissue injury in the report and the fact that the reported answered "yes' on the complaint form to the question: medical intervention given. No details are known on the nature or extent of the intervention. A causal relationship between the fms and this event is deemed possible because product use is temporally associated with the skin where the problem occurred.

Manufacturer narrative:
Reported to the FDA on (B)(4) 2012.